Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that the patient developed eating difficulties which prevent the patient from holding down food after using the vest apx device system. The patient was admitted to the hospital due to eating difficulties and discharged, the exact date is unknown. Shortly after this event the patient was admitted again in the hospital for eating difficulties, approximately 10 days where she was diagnosed with third hiatal hernia, as well as esophageal thickening, and narrowed esophagus caused by the hernia¿s shift which required medical treatment (hospitalization, esophagogastroduodenoscopy, balloon dilation, dietary restrictions). The patient is awaiting an additional procedure to correct the condition. Patient has not used the vest airway clearance device for over 90 days after the events. There was no allegation of a device malfunction. The device is being returned due to the patient¿s discontinuance of device therapy. No further information was available at the time of this report.